Event description:
Received a 3500 from the user facility. The event description states that open in 2006 during a shoulder procedure, a portion of the distal tip of a quickanchor plus inserter broke off into the patients joint space. The broken fragment was retrieved from the body and the case was concluded successfully without further incident or harm to the pt.

Manufacturer narrative:
At this point in time, we are awaiting the receipt of the complaint device from the user facility and the completion of the build review for this particular lot. When all of this comes to fruition a follow up report reflecting our findings will be forthcoming.